Event description:
Sheath pulled as ordered by physician at 1400. When sheath was pulled, hub of sheath came apart from the rest of the sheath. The remaining catheter was left sticking approximately 1/3" out of insertion site. Catheter retreived with much difficulty by grasping. Patient experience more blood loss than normal when pulling sheathsinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.